Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been requested. Battery pack, cross arm brake and darlington transistor assembly. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a f/u report will be submitted as required.

Event description:
It was reported during a pm inspection that the 9600+ system would not pass battery test shot in film mode. It was also noted that the system was unable to make x-rays in film mode above 100mas and the cross arm break was not functioning. There was no report of pt injury.